Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to the rear 1 therapy electrode. The pca connector board inside the therapy electrode was not inserted properly, causing the failure. The root cause for the improperly inserted connector board was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.